Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was blood in the wire lumen. There were multiple hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon. Product analysis confirmed the reported balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported.